Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
Dr.(B)(6) had a problem with the argon option elite yesterday afternoon. He told me one of the blue rings from the stylet fractured in the patient. The notes continue that it travelled and ended up in a pulmonary artery branch. It is still in the patient.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.